Event description:
It was reported, the customer was just released from the emergency room; visit was due to diabetic ketoacidosis. Customer's mother stated to high blood glucose of 544 mg/dl. Customer's mother reported the customer had been of the transmitter due to inaccuracy readings and it was too heavy for customer to wear. Due to hospitalization customer's parents wanted to put customer on sensor. Attempted to charge the transmitter and it was not working. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.